Event description:
Information was received that when testing this right ventricular lead one day post implant on pacing or sensing could be seen. Further investigation revealed that the lead had been placed over the pericardial and pericardial effusion had developed overnight which dislodged the lead off the heart. The lead was successful repositioned. No adverse patient effects were reported.